Event description:
Patient was hospitalized on (B)(6) 2013 due to chest pain and dyspnea. Given the chronicity of chest pain and dyspnea and its progressive nature, the patient was felt to have likely heart failure exacerbation rather than acute coronary syndrome. He was ruled out with three sets of negative cardiac biomarkers and had no [electrocardiogram] EKG changes during admission." The treatment plan: "patient received IV diuretics with good response and improvement in symptoms. [Transthoracic echocardiogram] tte was performed on (B)(6) showing [left ventricle assist device] lvad inflow cannula in the [left ventricle] lv apex. Left ventricular is severely dilated and systolic function is severely reduced with ejection fraction of 10%. There is severe global hypokinesis of the left ventricle. The right ventricle is mildly dilated and systolic function is mildly reduced. His initial admission weight was (B)(6) and at time of discharge, weight was recorded as (B)(6). The patient was ambulating well without discomfort or oxygen requirement." Patient outcome: "as the patient felt he was at baseline functional status, he was discharged in stable condition on (B)(6) 2013."

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device still implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Respiratory dysfunction, worsening heart failure are known potential adverse events associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses guidelines for optimal patient management. With review of the available information, including the clinical site determination indicating the event was not related to the device, there is no evidence of any device malfunction or performance issues related to the event. Clinical factors, patient comorbidities and progression of disease are factors that may have contributed. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.